Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a repair proposal to have the device repaired; however, the proposal had expired and no further action was performed by philips. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/10/2023, 02/14/2023 and 02/21/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. Updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
H10: this is in regard to the touchscreen accusation of: bad touch screen. The visual inspection of this touch screen did reveal slight signs of contamination in the forms of a slight film due to touch screen use. The touch screen passed all of the flex cable resistance testing. Initially the touch screen failed during diagnostics and functional testing. The touch screen displayed misaligned touch points. The tech verified that after the successful recalibration of the touch screen using the touch screen calibration button noted in the diagnostics portion of the software, the touch screen could be recalibrated. The touch screen passed all diagnostics testing and the touch screen operated without issue. After the calibration of the touch screen the touch points were properly aligned with the liquid-crystal display (lcd).

Event description:
Philips received a complaint from the customer, reporting that their v60 ventilator had an unresponsive touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer stated that the device was not in use and the touchscreen was not responsive in all areas. It was then reported that a touchscreen calibration could not be performed. There was no impact damage noted, and the screen is clean.